Event description:
The perfusionist could not rewarm the patient above 35.2 degrees c at the end of the cardiopulmonary bypass procedure. The patient came off bypass in a stable condition and without further complications.

Manufacturer narrative:
The item purchased by the customer is a custom perfusion pack containing a blood oxygenator also manufactured by cobe cardiovascular. The issue reported was with the blood oxygenator inside the pack. The catalog #, lot# and expiration are for the custom perfusion pack. The serial number is from the oxygenator itself. Laboratory analysis of the oxygenator's heat exchanger revealed it was partially occluded with the brazing material used to weld components of the heat exchanger together. This reduced the available surface area for heat transfer causing reduced heat exchanger efficiency. Process corrections have been made at the supplier of the heat exchanger and inspections added both at the supplier and cobe cardiovascular. Based on investigation of the casue of this incident, a formal field notification was issued to all affected customers.